Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8935-20 low profile screw head broke while attempting to do the final turn after inserting it into an ar-9943t-06 locking third tubular plate. The head of the screw was retrieved; however, the body was able to hold the reduction of the fraction and was left in the patient. No additional screws needed to be used. This was discovered during an ankle fracture procedure on (B)(6) 2021.